Event description:
Device #1 issue: unspecified device failure. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, "it was not possible to the closure with the device." A second starclose se device was attempted with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). Device #2: part #12673-03, lot # unk, indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for eval. It has not yet been received.